Event description:
It was reported that an underinfusion occurred during the use of a small volume intermate device. The device was filled with amikacin 800mg in 50ml sodium chloride 0.9%. The device was attached to the patient for two hours and the infusion had not completed fully. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured from february 23, 2015 to february 26, 2015. The affected device was received for evaluation. A visual inspection and a functional flow rate test was performed. The device operated within the desired product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.